Event description:
On 12-15-99, in operating room, while pt was undergoing surgery for a fracture of the navicula and medial cuneiform-left, the drill bit broke off in the navicula. Drill bit tip remains in pt's left navicula - unable to be removed. It was removed from service. No problems were noted with the other instruments in use at that time. A written report will be sent to the manufacturer and the drill bit will be sent to them upon receipt of a signed release form. There had been no previous problems with device. An FDA report has been completed, the manufacturer will be notified, and a report has been sent to ecri user experience network. A copy of these reports will also be sent to the manufacturer.